Event description:
Patient underwent cataract surgery in 2000, and implantation of a staar model aa-4204vl intraocular lens. After implantation, the surgeon noticed a tear in the lens. During removal the capsule tore. He performed an anterior vitrectomy and implanted another lens. The pt is stable and has had surgery on the fellow eye following a brief post-op period.